Manufacturer narrative:
Young, l., huded, c., puri, r., & khatri, j. Intravascular ultrasound insights into perforation after coronary atherectomy. Journal of invasive cardiology (2021). Csi contacted the corresponding author of the article and requested additional information. No response was received from the corresponding author. If the additional information is received, a supplemental report will be submitted. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad could not be reviewed, as the lot number was not provided. If the lot number is provided, a DHR review will be performed. Date of article is 15 march 2021. Known inherent risk of device: the diamondback360® coronary orbital atherectomy system instructions for use manual states that perforation is a potential adverse event that may occur with use of the system. Csi ID# (B)(4).

Event description:
Young et al. 2021 - a literature article was published on 15-mar-2021 and indicated three patients experienced a coronary perforation following orbital atherectomy at low and high speeds. The patients had independent mobility of calcium, and all perforations occurred after vessel stenting and post dilation. The perforations were resolved with stent placement or prolonged balloon angioplasty with reversal of heparin.